Event description:
During a puncture and drainage procedure, the tip of the wire guide was cut, leaving the tip within the liver of the patient. We were advised that the tip was not removed and there are no plans to remove the fragmented tip at a later date.

Manufacturer narrative:
Evaluation: the complaint device was not returned, only the lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. However, it is possible that inadvertent contact was made with the needle bevel during insertion or manipulation of the wire guide. We suggest that prior to usage, reference be made to the attached caution label, which states: "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage."